Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding their implantable neurostimulator (ins). It was reported the lead was cut through. During stage 2, they saw the lead was cut through, they moved the piece that was attached to the lead end cap protector, and left the rest of the lead implanted. It was "surmises" that the right lead was cut by a scalpel during stage one or stage two. The left lead was connected and was working normally upon impedance check. The right side lead will need to be revised at a later date. The possible cause was that it could have been cut during surgery. No diagnostics/troubleshooting noted. The issue remains unresolved. No further complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the lead (lot number: va1u726) revealed the lead body was cut through and the product segmented. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported the patient had confusion after the stage 2 surgery. They did a CT scan and found a hemorrhage at the lead site. They decided to wait until the hemorrhage heals before replacing the broken lead. They expect the patient to heal without injury, also there will not be surgical intervention to resolve the hemorrhage, it will resolve on its own. No further complications were reported as a result of this event.